Manufacturer narrative:
(B)(4). Investigation summary: bd received nineteen (19) samples and five (5) photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tube with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for damaged tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 19 bd vacutainer® z (no additive) urine tube - conical the tubes were discovered to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: scratches were found on the outer surface of some tubes.